Event description:
This device was implanted on (B)(6) 2011 and was explanted on (B)(6) 2013 due to battery depletion. The physician was dr. (B)(6) at (B)(6) hospital medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).